Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbb1d1 ICD implanted: 2015-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace, and the twos algorithm in the implantable cardioverter defibrillator (ICD) device did not properly classify the episode as twos. The lead and device remain in use. No patient complications have been reported as a result of this event.